Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the error message "battery needs service, full back-up may not be available" was displayed. The heart lung console was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not yet concluded.